Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed weeping blisters under the back-therapy pads. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a steroid cream and antibiotics for the irritation. Follow up indicated that the patient cleaned the irritation with antiseptic soap and applied the prescription creams as prescribed. The skin irritation has improved.